Manufacturer narrative:
This event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown. Therefore; an internal investigation into the device history records could not be performed. Attempts are being made for additional information. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported through medical information on behalf of the patient who is reporting "either september or october of 2017, I had a strattice biological hernia mesh placed in my abdomen for a large hernia. Since then I've had several more procedures reconstructing the same hernia. Your mesh failed several times and at one point required emergency surgery due to an incarcerated bowel. Within weeks of the reconstructive procedures the hernia would redevelop in excess of 6cm. Currently I do need another surgery to reconstruct the mesh due to an umbilical hernia developing. I would either like a date of mediation if litigation becomes necessary, or to have an insurance claim filed due to a faulty product created by your company. I have continually suffered and still suffer from your product."